Event description:
It was reported the patient's right atrial (ra) lead had low pacing impedance and exhibited reduced of p-wave sensing measurements. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.